Event description:
It was reported in a scientific article that the pt died, due to status epilepticus. No add'l info was provided. Death relationship to vns is unk. Good faith attempts to obtain add'l info has been unsuccessful.

Manufacturer narrative:
Article reference: montavont, a, et al. "Efficacy of intermittent stimulation of the nervus vagus in non surgical pharmaco resistent epilepsy by adolecents and adults." Elsevier masson, rev neurol 2007; 163: 12, 1169-1177.